Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported the stainless steel wire with this device was exposed. The issue was discovered before the procedure and the device was exchanged, the product was not used on the patient, the procedure was completed as planned with no patient injury and medical intervention required, and no user harm.

Manufacturer narrative:
(B)(4): one (1) 89-6111 device was returned for evaluation for stainless steel wire with this device is exposed. Evaluation of the device by the quality engineer and product engineer confirmed the reported issue. Visual examination revealed that the cable had frayed and was almost completely broken between the 4th and 5th segment. These segments did not show signs of wear where the cable broke. All segments were accounted for and retained on the nitinol wire (wire that holds the segments). It is unknown exactly how the cable broke but this break is indicative of some type of excessive force/ stress applied to the device. The most probable cause is that force (overstress) had been applied in the opposite direction of the bend causing the cable to wear prematurely and break. The break is consistent with mechanical overstress. Note the device was not returned with its protective sterilization sleeve and it is unknown as to the usage of this device. This failure of the cable has been previously identified and the most current design update is to limit the tension of the diamond-flex retractor cable by limiting actuation of the jack screw. Limiting tension is to prevent over-stressing the cable which could result in failure. This design change was implemented to reduce the amount of complaints coming from overstressing the cable. Overstressing the device can still occur when enough force and stress has been applied to the device in the segmented area which can cause cables to break. A review of the device history record did not reveal any non-conformances. The device passed all acceptance criteria for release. Conclusion: the device cable broke and frayed. This break is indicative of some type of excessive force/ stress applied to the device. It is unknown exactly how the cable broke but the most probable cause is that force (overstress) had been applied in the opposite direction of the bend causing the cable to wear prematurely and break. The break is consistent with mechanical overstress. It has been recommended to review the products instructions for use, IFU 26-2904 rev c, particularly the caution, inspection / maintenance, insertion and removal sections. (B)(4) will continue to trend and monitor this reported issue and for this product family. Initial reported the lot number to be 876203.